Manufacturer narrative:
The troponin t reagent lot number was 474941, with an expiration date of 31-aug-2021. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t hs on a cobas 8000 e 801 module. It is unknown which specific troponin t hs assay was used. The sample initially resulted with a troponin t value of 24 pg/ml, and this value was reported outside of the laboratory to the clinician. The sample was repeated, resulting with a value of 9.78 pg/ml. An additional repeat value of 9 pg/ml was provided, but it could not be clarified if this was an additional repeat value or an estimate of the 9.78 pg/ml value. A clarification has been requested.